Manufacturer narrative:
An event of device embolization twelve hours after it was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the cause of the embolization was unknown. It was also indicated that "the 10mm" device which embolized was implanted in the 6mm defect, while the instructions for use warns against selecting a device larger than 1.5 times the defect. The cause of the device embolization could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was successfully implanted in a patient with a defect dimension of 6mm. The sizing measurement was done by echocardiogram. A 12 hours after the procedure, the device was found to have completely dislodged. The device was recaptured with a snare and removed. The patient is fine and without symptoms. No adverse consequences for the patient. No replacement device was reported. The patient is stable.